Event description:
The device was explanted on (B)(6) 2022 due to device displacement from the bone bed. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on february 16,2022.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on march 29,2022.